Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not report any effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. System checks performed on (B)(4) 2011, and (B)(4) 2011 met the specifications. Bci field service engineer (fse) was on site on (B)(4) 2011, and performed pipettor alignments and volume checks. The fse performed 50 point precision run of tsh low level qc. No issue was noted, and high sensitivity system check met the specifications. The fse returned on (B)(4) 2011 and ran a 10 point precision with a tsh patient sample. The results were acceptable. The fse also ran 20 point precision with tsh and vitamin b12 level 2 qc. No issue was noted. The fse replaced vacuum pump, peri-pump tubing, and aspirate probes. The fse primed the system and ran qc, which passed the specifications. The fse verified the repair per established procedures and the results met published performance specifications. A definitive root cause for this event has not been determined to date.